Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 4.0 x 26 mm and a 4.0 x 16 mm graftmaster covered stent were implanted and successfully sealed the perforation. However, the 4.0 x 26 mm graftmaster covered stent was expired as the date of expiration was 04/30/2018. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It also specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.